Event description:
It was reported that patient underwent total hip replacement in 2007, in which she received a durom cup acetabular component. Post-op, patient experienced pain and is scheduled for revision the following year.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.